Event description:
The device was received for service. During service testing, a depleted main battery was found causing failure code 199. No reports of patient injury or medical intervention. No add'l info is available.